Manufacturer narrative:
Suspect computer tested: unable to verify allegation. Computer functioned properly during all phases of testing with no problem found. No subsequent related issue reported since computer replacement.

Event description:
A medtronic representative requested a new computer as the tria navigation system has become unresponsive multiple times. The event did not occur during surgery and there was no patient present.

Manufacturer narrative:
There was no patient present. No parts or files have been received by the manufacturer.